Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, pain, discomfort, "balls," hardening, and worrying are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling addresses the reported events of swelling, pain, discomfort, "balls," hardening, and worrying as follows: undesirable effects. "The patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. ¿ indurations or nodules at the injection area." Method of use-posology. ¿ "before performing treatment, the patient should be informed of the product¿s indications, contra-indications, incompatibilities, and potential side effects."

Event description:
Healthcare professional reported patient was injected ¿in the lower part of the face¿ with juvéderm® voluma¿ with lidocaine as well as concomitant injection ¿in the face¿ with juvéderm® volbella¿ with lidocaine. Additional injection sites were noted as ¿close to the chin, on its contourn¿, however it is not clear which product was injected to this site. Approximately 6 months later patient developed ¿swelling at the points where the product was introduced with visible swelling under the eyes and around the face. The edema was growing, causing pain and discomfort.¿ the symptoms started as ¿little ¿balls¿ and they have increased and swollen.¿ in addition, it is ¿not read, only a little swollen and uncomfortable. It has first swollen in one side and after in the other.¿ patient returned for review with the injecting physician and was prescribed clarithromycin ¿to prevent infection¿, predsim, and pantoprazole. After two weeks of medication there is ¿some reduction in edema, but they are still as hardened and swollen nodes, with visible swelling below the eyelids and face contour.¿ patient additionally refers to the discomfort and swelling as a ¿disorder that a disease brings¿ and is now ¿worrying¿ after hearing of events similar to theirs. Patient underwent a blood test which attests to their ¿perfect health¿ and an ultrasound. Symptoms are ongoing.

Manufacturer narrative:
The event of erythema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient was injected to the mento labial groove with juvederm volbella with lidocaine as well as concomitant injection to the malar with juvederm voluma with lidocaine. Approximately 3 months later patient developed "edema, nodules and erythema in all filled regions."